Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a loss of fluid column requiring aspiration. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation. When inserting the steerable guide catheter (sgc) into the femoral vein, the hemostasis valve did not hold column, requiring additional aspiration. Air did not enter the anatomy. The sgc was removed and was replaced with another sgc. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay during the procedure.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.